Manufacturer narrative:
The subject device has not been returned to the MFR for a technical analysis. The physician decided to retrieve the microcatheter with the 3rd coil stuck inside but the 2nd (which was inside the aneurysm) was hanging also. This coil was hanging from an rx-transparent tail. There was a clear distance of 4-5 mm between the distal marker of the microcatheter and the 2nd coil, which exited slowly with microcatheter that was being retrieved carefully. Unfortunately, the rx-transparent tail that linked the catheter with the 2nd coil got cut at the cavernous segment of the carotid syphon, from which it could be retrieved with a retriever-18, without complications with the pt. The rx-transparent tail was never seen directly, it was observed on the screen. It was probably a thread of the polymer that went out of the 2nd coil, which had been implanted without problems and never undergone stretching.

Event description:
Boston scientific neurovascular became aware of an event in which after treating a big aneurysm of the carotid siphon at the posterior communicating artery, the microcatheter was changed to an excelsior 1018 microcatheter and arrived at a second aneurysm in the carotid bifurcation. The 1st coil was too small and was retrieved, the 2nd coil fitted well without visible problems. When the physician attempted to fill the aneurysm with the 3rd coil, it got stuck at the exit of the microcatheter. It did not advance nor could be retrieved. When the microcatheter was retrieved with a retriever-18. The 2nd coil had a transparent thread. The whole system was exchanged and the aneurysm was treated without problems.